Event description:
Customer called to report that the coulter maxm had caught fire. He states that he saw blue flames and smoke coming from area of the reagent sensors located on the right side of the instrument. The customer unplugged the unit from the uninterruptable power source. Ccs stated that at 1:00 am saturday, may 19, he received a call from lab technician. Lab tech told him that he came in the lab and it was full of smoke, they called the fire dept and then proceeded to find out what the problem was. He opened the side door and saw the isoton sensor on fire. He said it looked like a candle wick. He then unplugged the power cord and then blew the fire out. Ccs arrived at 2:30 am the same day and replaced the sensor. The balance of the unit was not damaged. Performed instrument verification with no problems. He also checked all the other level sensors and all were ok. The unit was on standby condition at the time. Fire dept was called. No sensor were disabled. Unit continued to work with no other problems after the sensor was replaced. Root cause is currently being investigated. The root cause is still under investigation but the preliminary reports indicate that the problem occurs at the isoton liquid level sensor. The sensor shorts internally to ground and eventually melted and caught fire.